Manufacturer narrative:
No unexpected frozen screen anomalies noted; time advanced properly. Button error alarmed after boot up and intermittent button response on the down arrow button due to corroded keypad traces noted. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the display screen is frozen. The customer replaced the batteries but the alarm did not clear and the screen did not return. Customer does not recall any significant events leading to the error. Customer's blood glucose was 274 mg/dl at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.